Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a cracked connector, head switch discoloration, head imaging flooding, and cable flooding were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that an image noise occurred with the hd autoclavable camera head. During a standard service inspection of the customer returned device, image disappearance was observed. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, an image was not displayed because communication failure occurred due to faulty cable. The cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the problem was first identified during procedure.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. The following sections were updated: b5, h2, h10. Olympus will continue to monitor complaints for this device.